Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the generic power distributor (gpd). Continuously monitored the temperature and humidity conditions of the or for the next few days, could observe humidity to be above 65% even at idle state where no equipment is turned on or no personnel is available at or. Also verified the electrical safety test for the system inside the or, it all passed the specifications. Recommended customer to maintain the humidity less than 60%-65% at all times. System tested and verified as ready for use. The system was tested and verified as ready for use. Isi not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the surgeon side console (ssc) was not powering on. The site decided to abort the procedure. There were no reports of patient involvement.